Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # 01611468 returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: unable to contact the customer via telephone at call backs on 01/03/2019, 01/07/2019 and 01/10/2019. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 232, 190 and 212 mg/dl. The customer's expected fasting blood glucose test result range is 170 - 205 mg/dl. Customer was using correct testing technique. At the time of the call the customer reported feeling shaky and nauseous. Customer was going to contact her physician. During the call on 12/27/2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/23/2020 and open vial date is 12/25/2018. The meter memory was reviewed for previous test result history: result 1:232mg/dl, (B)(6), 10:54am, fasting; result 2:190mg/dl, (B)(6), 10:40am, fasting; result 3:212mg/dl, (B)(6), 10:39am, fasting; result 4:185mg/dl, (B)(6), 9:28am, fasting.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. (B)(4). Unable to contact the customer via telephone at call backs on (B)(4) 2019. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 232, 190 and 212 mg/dl. The customer's expected fasting blood glucose test result range is 170 - 205 mg/dl. Customer was using correct testing technique. At the time of the call the customer reported feeling shaky and nauseous. Customer was going to contact her physician. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/23/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(4).